Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's therapy was off which was noticed after recharging implant. The patient said that they recharge every other week and typically, the ins battery is at 30%; however, they didn't check level at the start of recharging session. With instruction, the patient connected to the implant using the communicator and received a por message. The patient pressed ok and then received therapy screen and was able to turn therapy on. The troubleshooting steps that were taken on the call resolved the issue. There were no patient complications reported as a result of this event.